Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition there was a liquid like oil which comes out from the device while it was in use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had worn bearings, the coupling was worn, and the device did not function. It was further determined that the device failed pretest for check the function of quick saw blade coupling, and check oscillation frequency. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure it was observed that the sagittal saw attachment device had an oil-like liquid coming out from the device when in use. It was reported that there was no liquid seen when the device was off. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use, and the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.